Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. The reporter stated "the pump was ringing for no reason". It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: the battery compartment and cap were undamaged and able to fit securely. The pump powered up with auditory and vibration to a fully illuminated and clear display screen. The pump cover was removed; no intermittent condition was found to the piezo circuit. Investigation was unable to duplicate the ¿audio tone issue¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.